Event description:
The customer alleged intermittent audible alarm. The customer's biomed department inspected the device and found a loose connection with the power switch. Once the connection was made secure, the unit passed extended self testing. It is not verified that there was an intermittent audible alarm, and no malfunciton may have occurred. There was no pt involvement with the ventilator.